Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited oversensed noise which led to pacing inhibition. No programming changes were made. The patient was stable and will continue to be monitored.